Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : quantity manufactured: 15. Date of manufacture: 9/22/2017. Any anomalies or deviations identified in DHR: na. Expiry date: 8/31/2027. IFU reference: 090200873 / b.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for tibial dislocation. Event is serious and is considered severe. Event is probably related to both device and procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2021; (right knee). Treatment: knee revision (B)(6) 2021. The clinical database now reports that there has been a knee revision--right knee was revised for loosening tibial component, right knee--that occurred on (B)(6) 2021. Tibial tray, tibial insert, tibial stem, offset adaptor, and tibial augment were reportedly revised--femur and patella components were retained.